Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. However, information from the field revealed the event was potentially due to device placement and patient anatomy.

Event description:
A pocket erosion due to the device position and patient anatomy was noted. The device was explanted and replaced. The patient was stable with no adverse consequences.